Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air and water channel and cylinder could not be identified and a definitive root cause of the issues could not be determined, however, due to the observed leaks from the up/down knob and forceps channel, proper reprocessing may not have been possible, and the foreign material may not have been able to be removed. The event may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During visual examination, the following additional issues were found: the scope body was cracked; the up/down directional knob was damaged and no longer water-tight; the electrical contact was discolored; the channel was damaged and no longer water tight; the connector cover was scratched; the objective lens was scratched; the adhesive around the light guide lens was worn; the adhesive on the bending section cover was detached; and the connecting tube had peeling coating. Functional testing showed the device relayed an image but there was a darkened area; this issue was caused by a crack in the objective lens. Additional testing found the up/down directional knob. The bending angle for the down direction did not meet with specifications. The device's directional issues were both caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned an olympus asset (gastrointestinal videoscope) to the olympus service center. No complaint was reported. During evaluation, foreign material was found in the air/water tube and in the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable events identified during evaluation. No patient involvement was reported.